Event description:
It was reported that during an upper division for lung cancer procedure, the surgeon fired the gun with blue reload on lung tissue. On the fifth firing the powered stapler slowed down while firing and when surgeon opened the jaws, staples fell out everywhere and the wound dehiscence occurred. A blue reload was used a new blue reload was put in the gun along with seam guard and the gun was fired. The patient is in ICU with a persistent air leak. The patient was brought back to surgery. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information: there were no photos or video available as the surgeon indicated that he does not routinely record straightforward vats resection cases. Seamguard was used but not on all firings of device. The surgeon recalled that he used seamguard on the firing after he gained control of the dehisced staple line. He uses seamguard on patients with severe copd/emphysema (bullectomy cases) or in patients who are on steroids. The staples were formed on the left side with open, bleeding lung displaced to the right. It is unknown if the staples that fell out, were b-formed or straight legged. The surgeon¿s main objective was to control the bleeding from a pulmonary artery branch in an (B)(6) patient with multiple medical comorbidities. The patient later expired as he had a large, persistent airleak that required re-exploration and attempts at suture closure. Despite this attempt and with evidence suggesting successful airleak resolution at the time of reoperation, the airleak recurred. Chest CT didn't indicate direct lobar or segmental bronchial injury. Flexible bronchoscopy with endoscopic valve placement was later performed with slight reduction of the airleak volume. The patient and family refused further surgical exploration. The patient later developed multisystem organ failure and comfort measures were instituted. At the time of death, the airleak hadn't resolved. A review of the information provided by the surgeon was performed by the company medical director and he provided the following comments: a blue load was used to control a pulmonary artery branch in an upper lobe resection. The stapler deployed malformed staples to the patient side, but the surgeon was able to gain control quickly and used a second blue load to close the defect. The cause of this issue is not now known. Post-operatively the patient developed a persistent air leak from the bronchus (a rare, but severe complication) unlikely due to staple failure. He was returned to the or for suture repair. This was accomplished adequately. Unfortunately, the leak recurred in the second post-op period. The patient did not respond to other therapeutic maneuvers and being (B)(6) with multiple co-morbid conditions, the family withdrew support. The bronchopleural fistula is not related to the difficulty the surgeon experienced with this device.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: are photos or video available? Was seamguard used on all firings of device including the firing in which the issue occurred? Were any formed staples noticed? If so, were they on one side of cut line or both sides? The staples that fell out, were they b-formed or straight legged? Is a batch or lot # available? What is the current patient status?